Event description:
It was reported that the patient underwent a lumbar fusion procedure using rhbmp-2/acs. An unknown time post-op the patient presented with leg pain and numbness; the surgeon thought a hematoma may have been the cause. Approximately 10-14 days post-op the patient returned to the or for irrigation and debridement. The wound was opened and inflammation and soft tissue irritation were observed. Cultures were taken and the patient tested negative for infection. No additional complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.